Event description:
It was reported by the user facility that the saline bag back-filled during recirculation. There was no pt involvement. The biomedical tech was unable to replicate the issue.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. There was no pt involvement. Visually inspected heavy crusting and what looked like dried foam around the high pressure regulator (#78) in the hydraulics. The pressure relieve valve, flow pump and air separator cover were replaced. The biomed tech was unable to duplicated the saline bag back fill and the machin was returned to service. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.